Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they need a new recharger. Pt stated that they spoke with a rep a month ago and told them that they need a new recharger. Pt stated when they charge their implant "it" says it is at 100% but stops at 70% andconfirmed no error message showing when it happened. Pt stated they mentioned its not keeping a charge and have to charge often. Agent didn't proceed to trouble shooting steps since pt had an appointment. Agent told pt to call us back once they have their controller and recharger with them. Patient called back and repeated previously documented information. Patient mentioned that they are currently on the road. Agent had patient reset the controller. Patient confirmed no visible damage to the controller, recharger and battery pack. Agent had patient blow air into the controller charging port and wipe the rtm pins. Agent had patient connect the recharger and start the ins recharge session. Patient confirmed that the controller battery was at 100% and implant was at 40% (70% yesterday) with recharging excellent. Patient stated that during ins recharging, they could not exceed 70%, and it shuts off. After several minutes of ins recharging, patient confirmed that the controller battery was still at 100% and implant was at 50% recharging. Agent advised the patient to continue recharging their implant for the next two hours, monitor the progress, and call back if the issue persists. Pt stated this is their 3rd time calling back and the ins has been charging for the last couple of hours and 'it stopped at 80%'. Pt stated they already unplugged the recharger and they see controller at 60%, ins 80% with 'recharge' option under that. Pt made a comment that they broke out in a rash where the paddle goes. The pt was talking very fast and agent had a difficult time keeping the pt focused. Pt stated the rep told them to just order another recharger. Agent had pt start ins charge and pt saw ins recharging excellent. Agent asked - pt stated they can feel the stimulation on now but, they normally charge when the ins is 0% so they normally charge with stimulation off. Pt stated they have to charge every other day and this is the 5th stimulator they have had. Pt stated the ins they have now is such a headache and the previous ins was supposed to last 11 years but, did not even last 11 months. Pt stated they cannot lay down on the paddle that they have; they have to lean forward to charge for over 2 hours and it is very uncomfortable.controller screen went blank and green light stopped blinking while pt was charging the ins. Agent reviewed to follow up with hcp if replacement does not resolve the issue. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.